Event description:
Customer reported that instrument read barcode incorrectly as 5439377 when they ran sample with barcode# 5437421. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that results crossed to data management system (rapidcomm) and they invalidated the results and results were not reported out. Customer indicated that there was no issue with the instrument and operator scanned the wrong bar code label. Customer confirmed that it was an operator error and they do not want to pursue the matter any further. Instrument is working as intended.